Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional undersensing and low p waves. The left ventricular (lv) lead exhibited high thresholds and intermittent capture. Both leads remain in use. No patient complications have been reported as a result of this event.